Event description:
It was reported that the battery of implantable pacemaker was suspected to exhibit premature battery depletion. A request was made to have data from this device analyzed. Boston scientific technical services (ts) discussed measurements with health care professional (hcp) and recommends reprogramming. To date, this device remains in service. No adverse patient effects were reported.